Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012. During the procedure, the blade exhibited poor performance and the system was flickering while activated. The procedure had not been going on long when this occurred. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device (B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04332. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.